Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional pertinent information becomes available, it will be reported on a supplemental report.

Event description:
During introduction of set screw into 2 recon nail, the peek end snapped off the titanium upper section. Screw was being inserted on an angle as there was flexible screwdriver. Case completed but broken peek screw end unable to be retrieved. Unable to see on x-ray. Broken titanium section removed.